Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00mmx12mm synergy stent was advanced, however, the device was unable to cross the lesion. The device was removed from the patient and upon inspection outside patient's body, it was noted that the proximal part of the mounted stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and that patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the sds. The distal and proximal ends of the stent were bent. A visual and tactile examination found no issues with the tip profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. There were crimp marks on the balloon. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00mmx12mm synergy¿ stent was advanced, however, the device was unable to cross the lesion. The device was removed from the patient and upon inspection outside patient's body, it was noted that the proximal part of the mounted stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and that patient's status was good.